Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed; however, the root cause could not be determined. One 24ga insyte autoguard bc unit from lot: 4129764 was provided for investigation. A functional test confirmed a leak from the catheter tubing near the catheter adapter. A microscopic examination revealed a cut in the tubing; therefore, 'catheter defective/damaged' was used as the as analyzed code. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc leaked at catheter/hub junction. The following information was provided by the initial reporter: we had an incident today with our insyte autoguard IV. The rn inserted the IV, received good blood flow however, when she went to flush the IV fluid was coming out from the site. She called another rn to assess the situation. They pulled the IV out a few mm and flushed again, saline squirted everywhere. It was leaking right where the catheter connects to the yellow hub. I have the catheter but I¿m not sure if you want me to send it for review since there¿s blood in the line 29 aug please provide the date of event. 8/22/24 did the event directly, or indirectly involve a patient or user? Yes, the IV was inserted into patient. Upon flushing noted leak. IV was removed and new IV placed please confirm the number of occurrences. 1 occurrence to date.